Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms and damaged electrode belt connector) has been confirmed. Upon investigation, the belt was unable to latch into a monitor and complete essential performance testing. The root cause for the failure were broken pins in the trunk cable connector. The root cause for the broken pins were excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages and check therapy pad messages. Additionally, the patient's electrode belt connector was damaged.